Event description:
It was reported that a pacemaker dependent patient complained of experiencing a non-specified feeling. Upon interrogation, the pulse generator exhibited noise and ventricular noise reversion episodes. Noise could not be reproduced with pocket manipulation. No intervention was performed.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the patient was doing well post operation.